Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown; device manufacture date: unknown; a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system dual port had the safety mechanism fail. The following information was provided by the initial reporter: "material no: 383532; batch no: unknown. It was reported that the sharp would not detach from the rest of the system as it normally would. Verbatim: hello, I am an rn on a vat access team. Today, I inserted a 22g bd nexiva catheter as I normally would and was successful in the canulation. However, when I pulled the needle away to disconnect from the rest of the system, the sharp would not detach from the rest of the system as it normally would. Several other nurses attempted to disconnect the two pieces over a period of about 15 minutes with no success. In the end the IV, with the sharp still attached, was removed. Is this a problem you have heard of before with these needles?"

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port had the safety mechanism fail. The following information was provided by the initial reporter: "material no: 383532 batch no: unknown. It was reported that the sharp would not detach from the rest of the system as it normally would. Verbatim: hello, I am an rn on a vat access team. Today, I inserted a 22g bd nexiva catheter as I normally would and was successful in the canulation. However, when I pulled the needle away to disconnect from the rest of the system, the sharp would not detach from the rest of the system as it normally would. Several other nurses attempted to disconnect the two pieces over a period of about 15 minutes with no success. In the end the IV, with the sharp still attached, was removed. Is this a problem you have heard of before with these needles?"

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.